Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set¿s cap fell off. After the cap fell off approximately 50-100 cc¿s of blood was noted to have leaked onto the bed sheets. There was no indication that the patient required medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.